Event description:
In online entry (oex) there are two scenarios where a test result from one container may file to a test on another container. In order for this to occur: site parameter sit 1,2,1,26 (3,217) [restrict resulting of tests to owner container (<y>/n)]='y'. The tests are ordered on the same accession number. The test codes are defined to have the same upload code as either replicate or subtests.

Manufacturer narrative:
Fifty sites have been notified via a product safety notice (psn) and a correction is available for sunquest laboratory versions 6.3.0 sp7, 6.4.3 and 7.0.0. There are 0 sites that have already been corrected. A recommended workaround is to use lars instead of online entry when entering results for instrument method codes that are defined to use replicate tests that are typically ordered on the same accession. Method: computer software program code evaluated.